Event description:
When drawing up calcijex on 11/18/93, director of nursing noted that some of the vials contained calcijex that was rusty/yellow in color, while other vials were clear. We contacted clinical services and was instructed to hold all calcijex with this lot number. There were three boxes (25 vials per box) with this lot no. Product haas been isolated, waiting further instructions.